Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited oversensing. A chest x-ray was performed which revealed that the lead had dislodged. The physician elected to explant the lead and leave the patient with a single chamber system.